Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus, which located on gkoph er1. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was not connected to the bus. The field service engineer fse identified that the rear board cable for drawer one was not fully secured into the drawer controller. The cable was reseated and the station was rebooted, all functions returned to normal. The hardware test application was run successfully. The system functioned after the field service engineer repaired the device.